Event description:
Quidel quickvue at home otc covid-19 test. Taken 5 tests starting (B)(6) 2021 until (B)(6) 2021, all positive. On (B)(6) 2021 after positive at home test, I went and got pcr test. Results negative. Quickvue at home tests giving false positives. FDA safety report ID # (B)(4).